Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was infection at implant site. Interventions included explanting and not replacing the implantable neurostimulator (ins) and extension. The electrode and ins were removed. The event resulted in in-patient hospitalization. The event resulted in an emergency room visit and an unscheduled clinic or office visit. The etiology was reported as related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae.